Event description:
Patient reported an infection. The neurostimulator site was swollen and tender, making recharging extremely difficult. Patient reported there is just a little bit of energy left in the ins and stimulator has been turned off for quite a while. Patient stated "is prone to infections". No report of device explanation. Manufacturer is attempting to contact the hcp for follow up information. A follow up report will be sent if additional information is received.